Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05134. The patient has two anchors from the same lot. It was the patient is experiencing discomfort at the ipg site due to weight gain. It was also reported one of the patient's anchors is protruding. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05134. Follow-up revealed the doctor decided to explant and replace the patient's ipg (with a different model). The replacement ipg was implanted at a new location. The patient's anchors were also explanted. The patient has been doing well since surgical intervention took place.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.